Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endoscopic follow up examination (B)(6) 2019 on a patient diagnosed with tracheobronchomalacia, it was established that the one of the four stents that had been originally implanted on (B)(6) 2019 had somehow in-folded within the patients right main bronchus. The physician had to remove the stent from the patient with no additional consequences to report.